Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device fired and cut the tissue, but after removing the device transanally, the staples were still in the shape of a c and had not formed into a b shape. The case had to be converted to an open procedure and the anastomosis oversewed. The procedure was extended by approximately 60 minutes.

Manufacturer narrative:
Information anticipated, but unavailable at this time.